Event description:
Patient was revised because the patella was resected unevenly during the original surgery which resulted in discomfort. The uneven bone was resected and a new patella was implanted.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about root cause of the reported event; however, provided information states the bone resection at the primary surgery did not achieve the desired results and was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.